Manufacturer narrative:
This report is being submitted to provide additional information in h10. Additional investigation summary: the most likely cause for the reported failure can be attributed to a manufacturing issue.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed, evaluation confirmed the ID of the handle met the specifications of drawing (B)(4), but did not meet the modification shown on note 3 of top level drawing (B)(4). See ncr-14358.

Event description:
It was reported that the ar-6590dt cannula obturator is not sliding into the ar-6590dh cannula insertion handle properly. It will lock in at the longest setting but it will not adjust to any shorter length than 15cm. The rep stated this is the first time they have used the item since ordering.